Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician replaced the analog board to address the reported issue and shipped the defective component to carefusion. During failure analysis, carefusion was able to verify the reported issue. During initial bench testing and calibration testing with the analog board and a golden testing ltv, the unit failed for xdcr faults due to the pt4 flow differential pressure drifting out of specification. Visual inspection revealed no anomalies and the analog board was scrapped.

Event description:
It was reported to carefusion that the unit was alarming "xdcr fault". While in service, it was confirmed that the pressure was out of specification. This reportable issue was discovered while in service, therefore there was no patient involvement.